Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn, and the patient's catheter was removed temporarily. After a couple of months, she would get another catheter. On an unreported date, the patient was treated with three different antibiotics. It was reported that bacteria might had gone in the catheter. The bacteria was not the usual one. It was water or soil borne but different from one that was common. On an unreported date while hospitalized, hemodialysis was started. The patient was discharged. On an unreported date after the patient was discharged, dianeal therapies were stopped. The patient hoped to be back on pd, probably after two or three months. The treatment with antibiotics was stopped and the patient had recovered.

Manufacturer narrative:
(B)(4). The age of the patient at the time of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.